Event description:
It was reported that an impella cp was implanted in a patient with a history of cardiomyopathy awaiting a left ventricular assist device. The pump was supporting but cardioversion was needed. The patient also had heparin withheld due to gastrointestinal bleeding. After six days of support, the family made decision to withdraw care.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. The cause of the bleed is most likely patient condition related since bleeding from multiple sites. The pump passed all the post sterile inspection checks.